Event description:
(B)(4) pc mfg with communication error, red light, and alarm stating air in line. Product malfunctioned 6 times in 8 minutes with a nurse trying to repair each time. This occurred at (B)(6).